Event description:
Pump senescence. Following successful and uneventful revision of the pump, patient, upon wakening from anesthesia, complained bitterly of right medial thigh pain. Patient indicated that perhaps two months ago she was bitten by a spider in the right medial thigh. She believed that the spider was a black widow. Patient reported she had marked increased pain, erythema and fever. Subsequently, within several weeks, sought medical attention.